Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2022 a failure to alarm - monitor went into pause or off by its own. The device was in clinical use at the time of the event, the patient experienced a deterioration in heart rate that required resuscitation-defibrillation intervention.

Event description:
The customer reported a failure to alarm - monitor went into pause or off by its own. The device was in clinical use at the time of the event. It was reported that the patient had to be defibrillated. A philips field service engineer (fse) went to the customer site. The fse confirmed that the device worked as designed and the equipment worked as expected. The result of the analysis of the logs files were: the mp70 was set to standby twice on the monitor self and was associated with the picix the whole time. The audit logs shows, there was user interaction in this timeframe on the monitor.